Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient indicated that they have taken several medications (unknown names or dosage), required steroid injections into the eye, oral steroid medications and azathioprine (immunosuppressant) medications. The symptoms occurred early 2007 and has required multiple surgeries. The first surgery was a vitrectomy which occurred prior to patient becoming legally blind. Following the steroid injections, the patient had cataract and retinal reattachment surgery in both eyes. The patient indicated that they do not have any active inflammations, underlying health conditions, previous ocular trauma and they have not been evaluated by a primary care physician (pcp) or non- eye care professional (ecp) for systemic conditions. The patient stated that she visits the ecp every three months. The patient stated that the inflammation is under control and she requires long term usage of azathioprine. Patient has a follow up appointment scheduled. Additional information received from ecp via adverse event form included a diagnosis of posterior uveitis in both eyes. The patient was prescribed pred forte (prednisolone acetate ophthalmic solution) and acyclovir 800mg (dosage unknown). Permanent scarring was noted. The best correct visual acuity (bcva) after the event was 20/40 in the right eye (od). No further information regarding the bcva prior to event or bcvas in the left eye (os) were provided. It remains unknown if the event has resolved. Additional information has been requested but not yet received.

Manufacturer narrative:
Patient codes: red eye and discharge were added. (B)(4).

Event description:
Additional information received on (B)(6) 2015 from the treating eye care professional via adverse event (ae) form indicated that the lenses were worn continuously for 30 days and the patient began to experience the symptoms at day 15. There were no contributing factors. Additional testing (culture, biopsy or scraping) was performed with negative results. Moderate redness and watery discharge was also indicated and no ulcer was noted. An additional note on the ae form indicated that the patient is being monitored for the panuveitis thought to possibly be secondary to sarcoidosis and that "there is no chance the panuveitis is related to contact lens wear". No further information was provided by the ecp completing the ae form. Additional information requested, but not yet received.

Manufacturer narrative:
The lot number is unknown and no samples were returned for evaluation. A historical trend related investigation was performed and no adverse trends were identified. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by a patient, they were admitted into the hospital due to severe inflammation in the eyes and they are legally blind due to the lenses. The patient has worn the lenses since 2005 without issue. In 2007, the patient noticed changes in vision and visited the optometrist. The patient was immediately referred by the optometrist to a retina specialist. The retina specialist instructed the patient to discontinue use of the contact lenses. After visiting the specialist the patient was admitted into the hospital for severe inflammation in the eyes. While in the hospital, the doctor conducted numerous diagnostic tests and no health issues were identified other than the inflammation in the eyes. The patient indicated that they are confident the inflammation was caused by the lenses and now they are legally blind due to the inflammation. Additional information received from the patient on (B)(6) 2015 indicated that they have scars on the eyes due to the inflammation. This information also indicated that the event occurred in 2007 during an eye exam and the patient has been treated ever since. The patient was prescribed numerous unspecified medications and treatments which included four surgeries and injections in the eyes. The patient states the scarring is so prevalent that the vision is very low and they are legally blind. The patient indicated that they were diagnosed with uveitis. The patient does not have any preexisting conditions. The event has not resolved and lens wear has not resumed. Additional information has been requested but not yet received.